Event description:
It was reported that the patient was seen in the emergency room, and the device had no telemetry or magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The reported event was the result of the battery depletion.